Event description:
It was reported that this atrial lead exhibited a sudden increase in pacing impedance measurements which were greater than 3000 ohms. Additionally, noise and loss of capture were observed. A fracture was suspected, and the lead was explanted. The associated device was electively explanted with the intention to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) due to lack of need for pacing and indication of long qt. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.